Event description:
It was reported that an unknown system error occurred on a homechoice device during an unspecified phase of peritoneal dialysis therapy. A swap of the device was initiated and the patient was to perform continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was an unknown alarm; however, a se2084, se2265, and multiple se1103 were identified during a review of the event history log. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed to meet functional performance specification requirements per rite testing, but passed the electrical performance specification requirements per rite testing. The reported problem was identified during the event history log review as se2084. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.